Manufacturer narrative:
Initial.

Event description:
It was reported that the ilet pump generated repeated restart 38 motor stall alarms after a supply change, interrupting insulin delivery and resulting in hyperglycemia with a reported blood glucose of 220 mg/dl; the user performed restarts, conducted a dry run to 120 units without issue, rewound, and then chose to switch to subcutaneous insulin injections temporarily for colonoscopy preparation. Symptoms included hyperglycemia without reported clinical sequelae. Outcomes included a delay to insulin therapy due to the consecutive stalled motor alerts. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a communications-related problem identified in connection with a failure to infuse that implicated the pump motor component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.